Event description:
A report was forwarded from the distributor: according to the user facility, the needle became detached from the syringe and remained in the pt. The nurse removed the detached needle from the pt. No needlestick injury was reported, nor was pt or clinician injury reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the eval.